Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received events "pregnancy (no complications), infection (bladder/ urinary tract/vaginal): uti, plaintiff did not undergo essure confirmation test" were added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". And device ineffective . The patient's medical history included: parity 4 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary, problems: urinary problems"), cystitis ("bladder/urinary, problems: bladder infection"), vaginal infection ("bladder/urinary, problems: vaginal infection"), vaginal discharge ("bladder/urinary, problems: vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). And was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multi gravida and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (surgical removal of coil(s).). Essure was removed in (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight:- 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available) : body mass index was 29.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multi gravida and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (surgical removal of coil(s).). Essure was removed in (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: current weight:- 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: pfs and mr received. Reporter information added. Event migration was updated to migration of essure device location of device: uterus. Removal surgery added for event migration of essure device location of device: uterus. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with events from pfs: essure migration, pelvic pain, abdominal pain, genital bleeding, urinary problems, bladder infection, vaginal infection, vaginal discharge. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.